Manufacturer narrative:
The t:slim user guide indicates to replace the cartridge every 72 hours if using novolog insulin. Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from not being impacted to 294 mg/dl. Insulin injections were used to address the high bg level. Reportedly, when the occlusion alarm had occurred on (B)(6) 2016, the customer had been using novolog in the cartridge for 4 days. Troubleshooting was performed after the most recent occlusion alarm and the occlusion appeared to be related to the cartridge.